Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgery to fix l5-s1 using expedium was performed on a patient with lumbar spinal canal stenosis on (B)(6) 2016. When the surgeon was performing the last fixation, the reported five set screws were spun idly. Also, two of the set screws, the thread part became worn out. It is also reported that the reported screw became head-spread. The surgery was successfully completed with 20 minutes delay. No adverse consequences were reported.

Manufacturer narrative:
(B)(4). Three or the returned set screws, namely two from lot atpc3w and one from lot atgd3p, featured some degree of torn threads. This damage ranges from simple dislodgement of a small portion of the thread to the removal of nearly the entire length of the thread. Two sections of set screw threads were also returned which likely came from two of the three set screws based on their size and similarity to the damage on the set screws. The damage to the threads on both the polyaxial screws and three set screws may have occurred due to cross threading the set screws upon insertion. Tightening the set screws while they are cross threaded places an unexpectedly high amount of force on the threads of the set screw, resulting in them being damaged or torn. Cross threading the set screws and attempting to tighten them may have subsequently led to the damage to the threads inside the polyaxial screw¿s tulip head. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the saddle inside the tulip head shifting inside the tulip head cannot be determined from the samples and the information provided. The root cause of the torn threads to both the set screw and the polyaxial screw cannot be determined from the samples and the information provided. A potential root cause may be due to cross threading the set screws upon insertion. Tightening the set screws while they are cross threaded places an unexpectedly high amount of force on the threads of the set screw and tulip head, resulting in them being damaged or torn. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.